Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cleo 90 infusion set site fell off after the pwd got out of the shower and, upon laying down, the adhesive pulled off. A full supply change was completed, resolving the issue, and insulin delivery was successfully resumed. The pwd asked if a site change could be completed without changing the tubing and cassette, and education was provided confirming this is acceptable. The pwd also asked whether sequel provides over patches for the cleo and was informed that they do not; the panther diabetes website and tegaderm were provided as alternatives. No further assistance was requested, and a replace-only order was processed. At the time of the event, the infusion set was starting to peel up, the infusion set was loose and leaking, the adhesive at the infusion set site was not secure, the infusion set in use was a cleo 90 infusion set, and the wear location was reported as provided. The operator of the device was lay user/patient. The event occurred while in use with a patient. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 23 yr-old non-hispanic/latino white female weighing 183 lbs.